Event description:
It was reported that pump experienced malfunction alarm that displayed as malfunction code. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg had not been addressed before calling and did not require third party assistant. Technical support guided customer through resetting pump malfunction, confirmed that issue did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction returned.